Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose episodes while using the ilet bionic pancreas, including a lowest continuous glucose monitor reading of 63 mg/dl lasting about 15 minutes, occurring after meal announcements and overnight, and also after light outdoor activity; the user treated with oral carbohydrates such as a cookie or candy bar and believes post-meal insulin dosing is too high. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a medical device problem or a device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.